Event description:
A power source alert 07 was reported by the customer, indicating that the pump experienced a power issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer attempted various troubleshooting steps, including using different wall adapters and cables, but the pump did not begin charging. Technical support arranged for a replacement pump to be sent and instructed the customer to return the faulty pump using a pre-paid label within 10 days. The customer will use multiple daily injections as a backup therapy during this period.